Manufacturer narrative:
(B)(4). The complaint airvo 2 humidifier was not returned to fisher & paykel healthcare (fph) (B)(4) for evaluation as it is still in service at the hospital. Our investigation is therefore based on the information provided by the hospital and our knowledge of the product. Further information was sought from the hospital and we were then informed that the tube that supplies oxygen to the airvo had disconnected from the airvo barb connector. It was reported that the patient's wife alerted staff to the disconnection. The ward manager state that she thinks that there was no spo2 monitor on at that time but that one was used after the o2 was reconnected. The hospital could not confirm what had caused the oxygen tubing to disconnect. If properly connected, the oxygen tubing fits firmly onto the barb connector and should not spontaneously disconnect. The 900pt402 oxygen inlet kit is sold as an accessory for the airvo 2 humidifier and allows the user to connect supplementary oxygen. Supplementary oxygen is connected to a barb connector, which is suitable for use with most common sizes of oxygen tubing. The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." This is the only complaint of this nature that we have received for the airvo humidifier.

Event description:
A hospital in (B)(6) reported to the northern ireland adverse incident centre that the oxygen tube disconnected from a pt101 airvo 2 humidifier during use and that the patient's spo2 levels dropped to 66%. Hospital staff reconnected the oxygen tube to the airvo and the patient's spo2 rose to 91% after a few minutes. The hospital confirmed that there was no patient consequence as a result of the incident and that the patient continued using the airvo.